Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal hydromorphone 0.4 mg/ml at 0.22 mg/day, catapressan 0.1 mg/ml at 0.055 mg/day, and fentanest 20.0 mcg/ml at 11.18 mcg/day via an implantable pump. The indication for use was not reported. It was reported that on (B)(6) 2019, a refill procedure was scheduled. N¿vision clinician programmer interrogation showed that several pump motor stalls had been occurred since (B)(6) 2019. Currently, the pump was programmed at minimum flow rate. The patient was doing well, and no withdrawal symptoms were reported. ¿drug mix¿ was reported under environmental, external or patient factors that might have led or contributed to the event. Surgical intervention did not occur and was not planned. No [additional] actions/interventions were noted. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.